Manufacturer narrative:
Concomitant medical products: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting any stimulation and the ipg was not able to connect with the remote control (rc). It was determined that the patient's lead was fractured and was confirmed during the procedure. The physician suspected device malfunction. The patient underwent a replacement of the lead and ipg. The patient was reportedly doing well postoperatively.